Event description:
A report was received through the us specialty pharmacy ((B)(6)) regarding a (B)(6) female of unspecified weight with primary pulmonary hypertension who had received tyvaso (treprostinil) since (B)(6) 2012. On (B)(6) 2012, a piece of the assembly for the optineb was inadvertently missing when a treatment was done. The pt was counseled to make sure the assembly is intact prior to each treatment. (B)(4).